Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, scratched keypad overlay, cracked select button keypad overlay and damaged keypad overlay texture. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken and damage. Customer's blood glucose value was 12.3 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.